Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the device at the shaft/collar area, collar damage (metal bent open and outward), and tip damage (slightly flattened), and numerous kinks in the shaft. The separated shaft end was also damaged with the shaft material (originally in the collar) spread outward and opened. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that shaft detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion below the knee. A guidezilla ii was selected for use. During the procedure the device was advance with an ipsilateral antegrade approach. A non-bsc balloon catheter was advanced and was not able to cross the lesion. When the devices were removed it was observed that the guiding part of the guidezilla ii became separated. The separated fragment was removed. No patient complications were reported.

Event description:
It was reported that shaft detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion below the knee. A guidezilla ii was selected for use. During the procedure the device was advance with an ipsilateral antegrade approach. A non-bsc balloon catheter was advanced and was not able to cross the lesion. When the devices were removed it was observed that the guiding part of the guidezilla ii became separated. The separated fragment was removed. No patient complications were reported.